Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device identified it was in safety mode. The estimated remaining longevity was two years at the previous follow up visit 8 months ago. The patient stated she felt palpitations when the device paced in unipolar mode. Additionally, she had experienced breathlessness over the past month. The patient's physician was notified, and this device will be replaced in the very near future. No adverse patient effects were reported.